Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the pump suspended bolus delivery. Reportedly, the customer was unable to recall if alarms had occurred. Although requested by tandem technical support, the customer was unable to check the pump history. There was no reported adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting or further follow-up from tandem technical support.